Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer initially called with questions on programming boluses with the insulin pump. During the phone call, the customer stated that, while driving she had an insulin reaction and had to pull over. The customer was treated by paramedics at the scene, but was not taken to the hospital. No troubleshooting was performed because the customer had already called after the event occurred, and the insulin pump was replaced due to the buttons being unresponsive.